Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova deutschland manufactures the s5 system. The incident occurred in new westminster, canada. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received notification from health canada about an event occurred in 2020 and not reported to livanova by the customer. The incident involved a s5 system and occurred at the completion of priming. The arterial centrifugal pump controller powered off. A couple of attempts were made to toggle the power switch off and on. The pump was replaced with another. Reportedly, once replaced, it was possible to determine that the console was the sole problem and didn't include the pump head drive unit. There was no patient injury.

Manufacturer narrative:
D.4. The sn has been updated. UDI is not applicable. H4.4. The manufacturing date has been updated. H.10. Livanova received notification that a s5 system powered off during priming. There was no patient injury. Field service technician confirmed the issue and solved it by replacing the cpu board (included upgraded software). All functional tests positively passed and the unit was put back into service. Complaints database analysis revealed no similar event since unit installation in 2012. Based on the above it cannot be ruled out that the most likely root cause of the reported event was a defective cpu board which led to a communication interruption between the s5 system panel and the cp5 control panel. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.